Event description:
It was reported that a deflation issue occurred. The patient presented with peripheral artery disease and underwent percutaneous transluminal angioplasty. The 95% stenosed target lesion was located in the tortuously low and moderately to heavily calcified superficial femoral artery. A 4.00mm x 20mm nc quantum apex balloon catheter was advanced for dilatation. During the procedure, the balloon was not able to go down. The device was pulled out and it was observed that the balloon was kinked. A 4.00mm x 20mm nc emerge balloon catheter was used to complete the procedure successfully. No patient complications were reported.